Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous fluctuating blood glucose (bg high/low values not provided) due to the pump. Customer declined tandem technical support's offer to perform a pump system check or provide further information.